Event description:
It was reported that the mother of the pwd faced the infusion set not sticking during play on (B)(6) 2026. Four infusion sets came loose during play. The customer was unsure of the cause of the product not adhering.

Manufacturer narrative:
Initial 2 of 4.e1: event city: (B)(6).event country: netherlands.e1: name: (B)(6).country: united states of america.street: (B)(6).city: (B)(6).state: (B)(6).zip code: (B)(6).based on the available information, this event is deemed to be a reportable malfunction.request was performed for additional information including lot number; however, lot number was not provided.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545.manufacturing site: 8021545.